Event description:
Customer reported intermittent communication and power up issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the pcbs. System operates as intended.